Event description:
Info received indicates the left foot siderail will not latch in the up position. No injuries and a pt was not in the bed.

Manufacturer narrative:
The technician found the siderail wouldn't latch due to the center arm assembly being broken where the d-pin goes into the mount bracket and the center arm assembly center arm receiving hole is broken out. The technician replaced the center arm assembly to repair the bed.